Event description:
It was reported that the customer had change sensor alerts and sensor error alerts. Customer tried to fill the cannula with 3 units but no insulin exited. Customer's blood glucose was 21.0 mmol/l at the time of the event. Customer treated with a bolus and their blood glucose rose to 27.0 mmol/l. Customer treated again but their blood glucose was the same. Customer stated there was blood in the infusion set. Customer changed the infusion set and stated that it seemed like the insulin was leaking where the tubing connects to the quick release. Customer already changed the infusion set and discarded the other set. Customer was advised to monitor the infusion set.

Manufacturer narrative:
Inspected one opened/used enlite sensors and performed visual inspection and found 1 of 2 sensors cannula retracted inside of sensor base. Unable to confirm if customer received sensor in said condition due to customer returned opened/used. 1 remaining sensor performed bicarbonate buffer test. Sensor failed per specification with low readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.